Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial surgery on (B)(6) 2016. The patient presented on (B)(6) 2023 and patient has effusion and polyethylene wear with evidence of osteolysis resulting in a left revision total knee replacement poly exchange. The case report form indicates that this event is definitely related to device, definitely related to procedure.